Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image or scope identification function was breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts on the electrical circuit board such as integrated circuit chip or capacitor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image due to damage on the charged-couple device unit. Upon further inspection, it was observed that the scope had no scope identification data due to breakage of the identification board. It was also observed that the video connector and the light guide cover glass was deformed due to physical stress caused by a handling problem. Lastly, it was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope has no image. The reported issue occurred at preparation of use during the final camera set up. The intended procedure was for a therapeutic lapa hernia. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there no scope identification data which, is a reportable event. This medical device report (MDR) is being submitted to capture the reported malfunction by the customer as well as the reportable malfunction found during evaluation.